Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump was accidentally dropped in the water and did not work when it was removed. The customer's blood glucose reading was unknown at the time of incident. Customer had already reverted to a back-up plan at the time of the call. The customer was advised that the device would be replaced and to return the product for analysis.